Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
Rp.005538 - the dentist reported that, 1 month after the dental implant was installed in intraoral region #29, its non-osseointegration was observed. Fifty-five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented insufficient bone quality/ quantity (bone type ii).